Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance. Follow up with the reporter confirmed that the biomed determined the cause for the problem to be the hard paddles. The biomed replaced the hard paddles and confirmed proper device operation through functional and performance testing. The device was then returned to service for use.the customer disposed the removed hard paddles locally and it was not returned to physio-control for analysis.

Event description:
The customer biomed reported that the device failed to detect the hard paddles connection in manual mode. The device could not deliver defibrillation therapy via hard paddles in the reported condition. There was no patient use associated with the event.